Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media post of an emergency room visit for blood glucose of 267mg/dl. Customer treated with prednisone and indicated that the doctor advised to stop prednisone treatment. Troubleshooting contacted the customer but the customer declined to troubleshoot as their blood glucose was in the normal range, but the level was unknown. No further assistance was necessary.